Event description:
It was reported that patient had wound dehiscence and had a revision on (B)(6) 2012. The patient had good healing after surgery. Staple removal occurred during patient's follow up visit on (B)(6) 2012. The patient did not require hospitalization due to the event. The patient had no injury and he was doing well after implantable pulse generator replacement.

Manufacturer narrative:
Product ID, 399945 lot# v017264 implanted: 2007 (B)(6), product type lead product ID, 37754 serial# (B)(4), product type recharger product ID, 37744 serial# (B)(4), product type programmer, patient product ID, 3708220 serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708140 serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient recounted the wound dehiscence in greater detail. They noted that their pocket would continue to fill with fluid and the pressure would cause the incision to open and the fluid would drain and continued for a long time. This prevented the wound from healing or closing properly and they had swelling. The health care provider (hcp) had to "cut them 6-7 times" for the incision to close. The device was then explanted.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 399945, lot# v017264, implanted: 2007 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider reported that the patient had experience wound dehiscence with a fever. The patient had been referred to an infectious disease specialist who did the lab work.